Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported bleeding from the infusion site (leg). As treatment, a manual injection was given and a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The timing and cause of the kinked cannula is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exact cause of the bleeding could not be conclusively determined. An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours. The device functioned as intended. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.